Manufacturer narrative:
Evaluation summary : the products were not returned for analysis; they remain implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. No further information is expected as the physician was not able to provide patient information or lens information for this event. (B)(4).

Event description:
A surgeon reported two (2) patients who have had a "sheet" float into their anterior chamber following a yag capsulotomy to the anterior capsule after implantation with an intraocular lens (iol) implant. These patients are thought to have anterior cell on growth. Additional information was provided by the surgeon that the yag laser was done because of the epithelial cells on the anterior surface of the lens. The cells disbanded/dislodged and became a floating sheet after they detached from the lens during the yag laser. No further information is expected.